Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
It was reported that the patient experienced an elevated blood glucose level of 265 mg/dl and he made corrections via bolus of 3 units of insulin with his insulin infusion device. The patient's normal blood glucose level is 120 mg/dl. The patient's infusion device displayed an e4 occlusion error. The patient cleared the error and again programmed a bolus of 3 units of insulin. At 9:00pm on (B)(6) 2011, the patient drove his car and experienced hypoglycemia and unconsciousness. The patient was involved in a car accident. He does not remember anything about the accident. At the emergency room the patient's blood glucose level was 45 mg/dl. The patient's leg was broken. On (B)(6) 2011, at 5:43pm the patient's blood glucose level was 234 mg/dl and he corrected it with a bolus of 6 units of insulin. At 7:43pm, his blood glucose level was 191 mg/dl. At 9:00pm he became unconscious and his family called for an ambulance. Upon reviewing the infusion device's history the patient feels that the infusion device delivered insulin by itself. Product was replaced and was requested to be returned for product evaluation.